Event description:
Additional information was received the cause of death was pneumonia which the patient had not 2 weeks prior to his death. This was secondary to cerebral palsy which the patient had for 21 years. There was no autopsy performed and the manner of death was natural. This death information has been reviewed and with the available information has been determined using an internal classification criteria to be unlikely sudep.

Event description:
It was initially reported that the patient passed away. The cause of death and the relationship to vns is unknown. Follow-up with the last treating neurologist on record with the manufacturer indicated that they had not seen the patient since (B)(6) 2001. There was a note that the patient was deceased but no other information was available. Good faith attempts for additional information have been unsuccessful to date. The generator and lead were returned to the manufacturer for evaluation. The generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion an internal evaluation based on the available information concluded that the death may have been a possible sudep.